Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.